Event description:
On (B)(6) 2026, the patient experienced event where the product did not adhere within two days of use. The issue occurred with two infusion sets.

Manufacturer narrative:
Initial 2 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.